Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. No intervention was performed. The patient had no adverse consequences.